Event description:
It was reported that the patient experienced hypoglycemia after a correctly timed lunch announcement with subsequent downward glucose trend, likely related to an incorrect meal size relative to the announcement, and treated the low with oral carbohydrates (jellybeans); the continuous glucose monitor used was a g7 and the lowest reported reading was 44 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required, and the event met criteria for serious injury or illness. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.